Event description:
The customer reported to customer service that she had exposed wires on the cord of the transformer for her pump in style breast pump. Upon receipt of the transformer at medela, the service center found the transformer housing to be breached, which is a safety risk.

Manufacturer narrative:
A replacement transformer was sent to the customer. This issue with the damaged transformer housing for the pump in style device was addressed in investigation (B)(4). The investigation found that the transformers are being damaged during shipment from the MFR to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and foreseeable misuse. The packaging used by the MFR to ship the transformers to medela is not robust enough to handle all of the potential shipping, handling, and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduce the handling and potential for double stacking of the skids. The shipping packaging strength has also been increased to further protect the transformers during shipping. Medela acknowledges that this report is being submitted late. Medela is committed to creating an effective complaint handling process to assure complaints are processed in a timely manner and evaluated for part 803 reporting. Eval summary: a visual examination of the power supply revealed the transformer housing was cracked open, exposing inner electrical circuitry. Resistance across the dc plug was measured open, which indicates that there is not a short in the dc cord. Smoke, fire and sparking were not observed while the power supply was plugged in. The resistance across the ac blades was measured as 54.8 ohms, which indicates that the thermal fuse was not blown.